Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The customer's blood glucose reading was 298 mg/dl. The customer also reported that the drive support cap was sticking out. The insulin pump was replaced and returned.